Event description:
A non-healthcare professional reported that, following an intraocular lens (iol) implantation procedure, the patient experienced glare, halos affecting his daily life, and patient vision was unacceptable, and uncomfortable to drive at night. The iol was replaced with a company monofocal iol 10 months, 6 days after the initial implant procedure. The clinical reason for explant was positive dysphotopsia. The surgeon¿s prognosis indicated a good postoperative appearance. Due to complex surgery, the patient had slower healing time (loose zonules + iridodialysis). The patient¿s issues resolved however having light sensitivity due to iridodialysis. There was no further impact to the patient. There are two medical device reports associated with this patient. This report is associated with the right eye. Additional information has been requested however no further information available.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6., and h.11 the intraocular lens (iol) was returned in a specimen cup. Blood and solution were dried on the lens. The lens was cut in half, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. A device history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the extensive optic damage. The file indicated that the company multifocal, 23.0 diopter (add power +2.2/+3.2) lens was replaced with a company monofocal iol with 23.0 diopter lens. Due to the exchange from a multifocal iol to a monofocal iol may suggest that the replacement lens model may have been an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.